Manufacturer narrative:
Concomitant medical products: product ID: 8590-1, lot# n365985, implanted: (B)(6) 2014, product type: accessory. Product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving bupivacaine and dilaudid (concentrations and doses unknown by reporter) via an implanted pump. The indication for pump use was non-malignant pain. On (B)(6) 2015, when the patient tried to use the ptm (personal therapy manager), she saw an 8286 (empty reservoir) code. The pump refill had been missed. The hcp (healthcare provider) thought the patient had enough medication to get by until the end of (B)(6) 2015; she was supposed to go in on (B)(6) 2015 for a refill but couldn't because of unrelated medical issues. The reporter and the hcp had a plan for getting the patient's pump refilled. The patient was currently being given strong opioid narcotics; it was not reported if they were oral or intravenous.